Event description:
It was reported that a female who underwent a breast reconstruction primary with a mentor smooth round high profile, 380cc saline breast implant, experienced right-sided wrinkling and left sided "breast implant prophylactic removal to avoid injury" postoperatively. The health care professional mentioned that the patient wants to exchange due to the letter received of recall and that she had contour deformity to the right breast. The issue was diagnosed through physical examination. As a result, patient underwent bilateral removal on (B)(6) 2022. This report relates to the left side.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Non conformances were identified during the mre and that the issue will be handled through mentor's quality system. Reason for device explant and/or reoperation: prophylactic removal to avoid injury". If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on may 31 , 2022: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the sm hps dv 380cc returned device. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).